Event description:
As reported, it was observed that there was limited ability to deflate the balloons on the icy catheter (lot# 180954) before withdrawing it from the patient at the end of the therapy. After the catheter was removed, attempts to re-inflate the balloons revealed that the proximal balloon would not inflate at all. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the inability to deflate the icy catheter (lot# 180954) balloons was not confirmed during the functional testing. No device malfunction was observed during the testing. All the balloons were able to deflate and inflate without any issues and the catheter functioned as intended. A visual inspection of the returned catheter was performed. No damage was observed on the balloons. No physical damage was observed on the catheter. Blood residue was observed in the luered tubings. Functional flushing of the returned catheter was performed. No problem was found during flushing, all infusion ports and lumens were flushed without resistance. A functional leak test of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, no leaks or issues were observed. The balloons did not leak during testing and they were able to inflate and deflate. The catheter functioned as intended.